Manufacturer narrative:
As reported in a research article, the role of anticoagulants after left atrial appendage occlusion. Information from the field indicated a 22 mm amplatzer amulet left atrial appendage occluder was implanted successfully on an unspecified date. Six months later, the patient developed a device-related thrombus (drt) beneath the pulmonary ridge. Apixaban 2.5 mg was prescribed for three months, after which aspirin therapy was resumed. Three months later, a transesophageal echocardiogram (tee) revealed recurrent drt at the same location. Apixaban was reintroduced for six months. A follow-up tee showed resolution of the thrombus, and aspirin therapy was restarted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "the role of anticoagulants after left atrial appendage occlusion", was reviewed. The article presented a case study of a (B)(6) year-old male patient with a history of atrial fibrillation and an intracranial hemorrhage. A 22mm amplatzer amulet left atrial appendage occluder was chosen for implant on an unknown date. The device was successfully implanted. Six months post-procedure the patient presented with a device-related thrombus (drt) beneath the pulmonary ridge. 2.5mg of apixaban was administered for three months before resuming with aspirin. Three months later transesophageal echocardiogram (tee) showed a recurrence of drt at the same location. Apixaban was administered for six months. Follow-up tee revealed no thrombus and aspirin was reintroduced. [The primary author was marc molla, department of information and communication technologies, universitat pompeu fabra, barcelona, catalonia, spain]. [The corresponding author was xavier freixa, department of cardiology, hospital clinic de barcelona, barcelona, catalonia, spain, with corresponding email: freixa@clinic.cat.]

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "the role of anticoagulants after left atrial appendage occlusion", was reviewed. The article presented a case study of a 78-year-old male patient with a history of atrial fibrillation and an intracranial hemorrhage. A 22mm amplatzer amulet left atrial appendage occluder was chosen for implant on an unknown date. The device was successfully implanted. Six months post-procedure the patient presented with a device-related thrombus (drt) beneath the pulmonary ridge. 2.5mg of apixaban was administered for three months before resuming with aspirin. Three months later transesophageal echocardiogram (tee) showed a recurrence of drt at the same location. Apixaban was administered for six months. Follow-up tee revealed no thrombus and aspirin was reintroduced. [The primary author was (B)(6).